Event description:
A (B)(6) female pt contacted zoll customer support to report a belt connection issue with a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (connection issues/ service code 204) has been confirmed. Upon evaluation, it was found that the trunk cable connector was broken. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.